Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown cause. Additional information received indicates that the lead was attempted in lbbap position and was extended and retracted many times. The helix was damaged due to this so a new lead was necessary. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown cause. This lead was never in service. No adverse patient effects were reported.